Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Initial reporter telephone number (B)(6). The investigation is complete. This is an initial final report submission. Review of the most recent repair record identified the following related repair: tech found that the reciprocation arm was worn, the motor was corroded, and the motor speed was unstable. The motor and reciprocation arm were replaced, the unit was tested, calibrated, and returned to the customer. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported during maintenance that the following failure descriptions were noted: worn reciprocation arm need to be replaced; corroded motor need to be replaced. Due diligence is complete and no additional information is available. At product evaluation investigation the device motor was unstable. No adverse events were reported as a result of this malfunction.